Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) female patient, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
The malfunction was observed during review of the device's history log. The device was put through extensive testing which included bench handling and power cycling without duplicating the malfunction. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.